Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred across multiple cartridges after being filled with 120 units of insulin. Customer's blood glucose level was 179 mg/dl. Multiple attempts were made to follow up with the customer regarding type of alternate insulin therapy; however, no response from the customer was received.